Manufacturer narrative:
Device code 2017- improper or incorrect procedure or method (use after expiration) g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a non-tortuous, heavily calcified mid femoral artery that was 90% stenosed. After having pre-dilated the lesion with a 6.0x60 mm unspecified balloon at 7 atmospheres for 2 minutes, a 5.0x80 mm supera stent was attempted to be implanted. During deployment it was noted that the proximal segment of the stent failed to deploy and the distal end of the stent implant deployed about 80%. The device was removed and another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned stent. The reported deployment difficulty could not be confirmed as the delivery system was not returned. However, the stent was returned and damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 2017 was removed.